Event description:
It was reported that high capture threshold was observed. The lead was capped and replaced during device upgrade. The patient is doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.